Event description:
It was reported that after setting up a replacement ilet and entering a dexcom g7 continuous glucose monitor (cgm) pairing code, the user initially received glucose readings only on the g7 app and not on the ilet due to the prior ilet remaining paired to the sensor with a reported blood glucose of 401 mg/dl. The agent instructed the user to switch the old ilet to g6 to break the prior connection and complete g7 pairing on the new ilet, after which the pump received readings and therapy was resumed. Symptoms included hyperglycemia with reported sleepiness and dry mouth. Outcomes included a delay to therapy without medical intervention or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, identified a usage problem, and determined the issue stemmed from an improper procedure of leaving the prior ilet connected to the g7 sensor rather than any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.